Event description:
It was reported that bd intima-ii¿ closed IV catheter system was cracked. This was discovered during use. The following information was provided by the initial reporter: the head nurse of CT room reported (name and telephone number could not be provided) that during the product puncturing, there was a crack in the needle hub, which led to blood leaking from the crack. It was found that the outer shell of the septum was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-09. H.6. Investigation summary a device history review was conducted for lot number 9169504. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally functional testing of the returned device was able to locate the source of the leak at the seat of the indwelling needle. Measurement of the swaging depth for this device it was determined that during fabrication the depth of the cavity exceed the upper limit established in product specifications. The root cause for this increased depth is related to a misalignment of the automated swaging station, due to wearing of machine components. To address this event we have replaced the worn component and increase machine checks to more closely monitor the status of the swaging station.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was cracked. This was discovered during use. The following information was provided by the initial reporter: the head nurse of CT room reported (name and telephone number could not be provided) that during the product puncturing, there was a crack in the needle hub, which led to blood leaking from the crack. It was found that the outer shell of the septum was broken.